Event description:
It was reported that the programmer was unable to conduct an interrogation, even after the radio frequency (rf head) was replaced. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).